Event description:
It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds) and a watchman access system (was). After crossing the interatrial septum, the pigtail catheter and was were advanced into the left atrium. Contrast injection via fluoroscopy revealed a perforation and pericardial effusion at the apex of the laa. The patient experienced hypotension and was administered the vasoconstrictor norepinephrine bitartrate. The procedure was concluded with a successful implantation of the closure device. Following completion of the procedure, the patient underwent monitoring before fully recovering. No further patient complications were reported.